Event description:
The reporter stated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens in the pt's left eye on (B)(6) 2010. The lens was removed due to low vault. The lens was exchanged for a longer lens. Pt's last visit on (B)(6) 2010 bcva was 20/22.

Manufacturer narrative:
(B)(4).